Event description:
It was reported end user had blocked-urine flow. The bag is not draining from the tube into the bag and there is a back flow causing discomfort.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional information was requested and received on (B)(4) 2014; the end user is no longer using catheters and logged the issue just for information. A quality evaluation was performed on (B)(4) 2014. Received were five unpacked samples that were visually checked and they met the specification. Tested pressure/time required to initiate flow into the bag and filling rate. The flow rate of tested samples was higher than minutes 10 ml/second. The claimed blockage of in let tube has not been confirmed as all samples met test requirements. Device history files were checked and showed that all relevant tests performed during manufacturing process and final product release had been fulfilled and met the requirements. No non-conformities have been registered during the production process of mentioned batch. No earlier complaint of this nature has been received on the batch in mention. The failure was included in relevant risk management file and associated hazard is evaluated there. Based on the information received and investigation findings, it has not been possible to determine the root cause of the fault in mention. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. The actual date of event is unknown, so the date used was the date convatec became aware.